Event description:
Patient in for an atrial fibrillation ablation. During procedure, md ordered external synchronized cardioversion at 300 j. When shock was dispersed there was an unusual noise noted. Md asked if the quik-combo pads were against the patient's skin and asked them to be checked for good contact. Pads checked and appeared to have good contact and placement. Second synchronized external cardioversion at 300 j completed, no unusual noise noted. After completion of the case when removing quik-combo pads, rn noticed a burned odor and black marks on the patient skin, on lateral side of chest, as well as black marks on the pad itself. On further investigation, there appeared to be small skin tears around the edge of the quik-combo pad and a small dot of blood on the skin and on quik-combo pad. Md assessed; per md, pt sustained 1st degree burn. Hydrocotizone cream 1% was ordered to be applied prn.